Event description:
Pt reported after inserting contact lenses, she experienced hives, problems with breathing, and almost passed out. Pt took benadryl for the symptoms. The pt reported this event to her doctor. The doctor stated that the pt presented with body hives and itchy eyes with no ocular involvement. The doctor diagnosed type IV allergic sensitivity reaction. The doctor reported that the pt has a history of bausch & lomb contact lens use without incident. The pt was on new systemic medications, but refused to consider the medications as a possible cause. The pt owns a natural remedy shop and self diagnosed and self treated with benadryl. The pt did not return to the office for follow up. The dr further reported that he is confident this was not a bausch & lomb product issue, but did not want to say 100% since the pt refused to use the contact lenses again.

Manufacturer narrative:
No product was returned for evaluation. A lot number for each eye was provided; y54009643 and y64043202. The doctor stated that the pt has a history of bausch & lomb contact lens use without incident, and he was confident, this was not a bausch & lomb product issue. Based on all information, no causal factors can be determined, and no conclusion can be drawn.